Event description:
A doctor reported that the air hardly came out during air replacement during surgery. The three-way stopcock was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has not been received for eval. A root cause has not been identified. (B)(4).